Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient couldn't identify an exact date for when the error first appeared but pointed towards (B)(6) 2019. Instructing the patient to fully charge seemed to have resolved the issue. It was noted that implant date and lead data could not be confirmed with the clinician. No actions were planned yet for the high impedance. The patient's weight could not be confirmed; the clinician only reported that the patient had gained some weight. No further complications were anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. The lead was known to be one of the model with product is 3778, 3878, or 3874, but it was unknown which one specifically. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that error screen 42 was seen on the patient controller. A picture of the controller displaying the error was provided. The patient reported having a loss of therapy with seemingly no reason. The only way the patient could resume stimulation was by connecting the recharger. Impedance readings were provided, and showed all pairs involving electrode 4 had high impedance. Recharge and stimulation data from the session report were also provided. Additional information was received from the rep. The full session report was provided. It was noted that the rep advised the patient to recharge the ins as fully as possible. The rep was not able to extract a device data file at that time, but would provide the data file when possible.